Event description:
The info received from the affiliate states that this pt was brought to the interventional lab for an angioplasty procedure of the superficial femoral artery. The target lesion had slight calcification and no tortuosity. The level of the stenosis was 100%. When the physician used the balloon catheter during the procedure, the balloon was ruptured at about 4atm. The ruptured balloon was safely removed and the procedure was completed by using another savvy balloon. A dejavu guidewire and an inflation device were also used in the procedure. There were no reported pt complications.